Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving transducer fault and it will not calibrate during extended systems test. The customer confirmed that there was no patient involvement associated with the reported event.